Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was sterility compromised?

Event description:
It was reported that this is an issue with damaged packaging. The box appears to have been dropped. The box has a crease and dent in it and the plastic has cracked and broken out. To my knowledge this didn't happen during a case.

Manufacturer narrative:
(B)(4). Batch # n53j4c. Photographic analysis: upon visual inspection of the pictures, the sales unit box appears to be damaged on the corner, the blister appears to be broken, the tyvek appears to have a hole and the tyvek looks wrinkly around the hole. The analysis results found that psee60a device was returned outside its package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have hole in the tyvek, the hole was noted to be from the outside in and the area around the hole was noted wrinkly, most likely due to dragging the package against a rough surface. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.